Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys tsh assay (tsh) and the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). None of the erroneous results were reported outside of the laboratory. The first sample initially resulted as 0.038 miu/l accompanied by a data flag for tsh. The sample was repeated, resulting as 3.45 miu/l. The sample was also repeated on a different e411 analyzer, resulting as 3.51 miu/l. The second sample initially resulted as 19.43 pg/ml accompanied by a data flag for tnthsst on (B)(6) 2017. The sample was repeated, resulting as 166.3 pg/ml accompanied by a data flag on (B)(6) 2017. The sample was also repeated on a different e411 analyzer, resulting as 164.0 pg/ml accompanied by a data flag on (B)(6) 2017. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 215131. The reagent expiration date was asked for, but not provided. The tnthsst reagent lot number was 176452. The reagent expiration date was requested but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The results of the performance testing were within range. No further issues have been reported by the customer.

Manufacturer narrative:
The field service engineer ran performance testing on the analyzer. He noted that the measuring cell will be replaced on 04/21/2017.